Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. The impella was not returned for evaluation. However, clinical details states that purge pressures rose directly after a purge bag change. Hihg pressure alarm was then triggered at the time a motor current was spiking. The root cause of the high purge pressure is most likely due to ingested biomaterial.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 66-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support post hip surgical procedure. The impella cp pump had a high purge pressure problem. No harm to the patient was reported. It is unknown at this time if the device was explanted or replaced.